Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they felt irritated and pain in their back. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had a broken ankle, but it was clarified that this was unrelated. The patient reported she was still working on getting the ins to help her, she reported working with a pain management physician and they got it working down past her knee and it took a while to bring the stimulation back up. It was reported that these issues started two months ago and were not yet resolved. The patient stated their hcp told them that they were ¿never going to be ok¿. The patient reported being put on topamax because they did not sleep at night and for weight loss. The patient could not confirm if the sleep issues were related to the device or therapy but the patient thought it was. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient called in stating that their pain stimulator was not working and wouldn't give them any relief. It was indicated that the patient got disconnected when attempted to be transferred to patient services. No further complications were reported/anticipated.